Event description:
For the first fast-fix 360, surgeon inserted the curved needle until the depth limiter (default setting of 18 mm limit of the white sleeve). The t1 was deployed properly over the capsular junction. He was positioning for t2, but as he was looking for the best place for insertion, t2 already deployed on its own (surgeon didn't accidently click the grey trigger). Upon retrieval of the delivery needle, he noticed that it is bent. Anyhow, he pulled the suture in order to reduce the pre-tied knot and easier removal of t2. However, the tightening seems to pull the t2 under the meniscus and hidden beneath, thus left t2 tucked in the meniscus. On 2nd t- the slotted cannula can slide in easily but even as a guide, the fast-fix 360 seems to be stuck near the fat pad/ tissue. After some struggle, surgeon retrieved to reposition and noticed that the delivery needle is bent. Thus, the fast_fix 360 was unused. The 3rd and 4th fast-fix 360 was implanted successfully. For the 5th fast-fix 360, he had similar problem as 2nd fast-fix 360. As there was no more fast-fix 360 available, surgeon probed to check that the meniscus is stable which caused the meniscus to be flaky.

Manufacturer narrative:
Device was received and forwarded to engineering for further evaluation. (B)(4).